Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the reported event, but the exact day was not provided. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device alarms distal occlusion before 9 psi. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that device alarms distal occlusion before 9 psi. Service history review identified this device has not been in for service previously. Reported problem was not confirmed. The probable cause of the reported problem was unknown. The downstream occlusion (dso) sensor was replaced as a preventive measure. Device passed all functional tests.